Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received ineffective atp therapy and shocks for tachyarrhythmia. The tachyarrhythmia episode slowed down by itself. It is unknown whether the tachyarrhythmia was an atrial fibrillation episode or a ventricular fibrillation episode. The patient received no consequences. No further information is available.

Event description:
New information received indicates that the physician elected to not make programming changes. The patient was well.